Manufacturer narrative:
The data backup from the customer's acl top cts instrument was returned to il and is currently under eval. Based on the outcome, il will take the necessary actions, including but not limited to performing a risk assessment, if needed.

Event description:
Customer reported that a pt sample run on their acl top cts instrument gave an incorrect pt result. A result of 12.1 seconds was reported by the instrument, instead of 130 seconds. Note: there was no impact on pt treatment related to this incorrect result.